Event description:
MFR rec'd a medwatch report alleging that the resident was found with right hand next to the elevating legrest mechanism of the wheelchair. The left hand was on the elevating legrest handle and the tip of the right middle finger (just below nail bed) was on the floor. It is unclear how device caused or contributed to incident.